Manufacturer narrative:
The reported event of connection anomaly was confirmed. A displaced atrial ring spring was found in the atrial lead bore, which resulted in the reported event. The observed ring spring anomaly was caused by a manufacturing anomaly.

Event description:
During an implant procedure, the atrial lead was unable to be connected into the device header. The device was explanted and replaced to resolve the event. The patient was stable.